Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. It was reported that the patient was to get a new physician to fill the pump and he did not. The patient came to the clinic today ((B)(6) 2020) and the pump is alarming showing empty reservoir which occurred 1 week ago. They did the refill and were able to aspirate 1ml. The patient was having no therapy issues. Discussed flow rate accuracy, and previous refill volume. Discussed no priming needed and to monitor for volume discrepancy and efficacy.